Manufacturer narrative:
Document review: quadra h cementless femoral stem size 4 std - (B)(4)/ lot 113028 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Fifty nine stems belonging to this lot have been already sold and no similar incidents have been reported up to now. From the data collected, we have no evidence that the event is device related.

Event description:
(B)(4).